Event description:
Philips received a complaint from the customer on the v60 indicating that a 1127 ovp circuit failed error code occurred. It was reported that there was no patient involvement at the time the issue was discovered. The customer verified that the cable from the data acquisition (da) printed circuit board assembly (pcba) to the motor controller (mc) pcba was properly connected and secure and that all of the 8 pins from the solenoids were properly connected to the da pcba. The fse replaced the pcba, motor contr, 3rd gen, v60/v680 to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.